Event description:
A customer observed multiple instances of positively biased results for total b-hcg on the eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that qc performance was acceptable, and there were no instrument codes posted. Field svc investigated, and replaced the ceramic probes, tubing and sr tips, and made other adjustments. Svc actions have restored the analyzer to expected operation. The root cause of the event is instrument related.